Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: ep-189102, bearing, lot # 976390, 141205, tibial locking bar, lot # 597530, 141215, tibial tray, lot # 467350, 141314, femoral stem, lot # 845380, 183032, femoral component, lot # j6073232. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 01396, 0001825034 - 2020 - 00130, 0001825034 - 2020 - 00131, 0001825034 - 2020 - 00132, 0001825034 - 2020 - 00134.

Event description:
It has been reported that approximately 5 months post l knee implantation, the patient began to experience pain to his left extremity and was found to have a dvt. The patient continued to suffer from further dvts and pe, and eventually developed a hematoma related to blood thinner treatment from the dvts. Patient has continued to have these issues, approximately 2.5 years post implantation. Attempts for additional information have been made and none has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected updated: b4, b5, g4, g7, h2, h3, h6. Reported event was confirmed by review of medical records. Office visit notes were reviewed and stated that the patient experienced two dvts within 30 days of an I&d procedure that occurred post implantation, with ongoing hematoma and pulmonary embolism issues. It was also confirmed that the patient had suffered nerve damage due to the hematoma. Device history record (DHR) was reviewed and no discrepancies were found. The root cause for the reported issues are related to the procedure and are not abnormal to the procedure. No failure detected with the devices. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.